Event description:
The reporter stated that a five yr old pt received a bolus of fentanyl. Narcan was administered and the pt required mask bagging for respiratory support. The pt was stabilized and experienced no further problems associated with this event.